Manufacturer narrative:
510k#: device is a veterinary product. No patient information will be reported. Date of event: unknown date in 2018. Veterinary complaint-no reported product problem. Complaint cannot be reported as serious injury. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that on (B)(6) 2018, eight (8) weeks after implantation, it was noted that the owner let the dog run which might have led to the plate failure. The patient underwent an implant of limited contact dynamic compression plate. The patient was a spayed miniature pinscher mix with a left medial humerus condylar fracture. The surgeon recommended amputation at that time due to the plate failure and non-union of the fracture. They declined this option and decided to continue treatment with their primary veterinarian moving forward. The plate is still in the patient. This report is for one (1) 2.0mm/1.5mm lc-dcp plate 6 holes/37mm-1.2mm thk. This is report 1 of 2 for (B)(4).